Event description:
This complaint is now reportable based on analysis completed on 08/31/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified proximal-to-mid circumflex artery. Access was obtained through the femoral artery. The physician attempted to place the 2.75x28mm taxus liberte stent, but could not cross the lesion. The procedure was completed with a 2.75x28mm promus drug eluting stent. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 2.75x28mm taxus liberte stent revealed stent damage.

Manufacturer narrative:
A visual microscopic examination found that the distal edge of the stent was damaged. Struts on stent rows 1 to 2 from the distal edge were slightly raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: a00175275, tw: 1251852.